Event description:
Patient had sa drain inserted in association with abdominal aortic aneurysm surgery. The catheter worked intermittently initially, then started working better during the evening and night. Drain subsequently was not spontaneously draining. During slow removal of the drain using slow traction, the catheter broke without the tip intact. Estimated 19-20 cm of catheter retained in the patient based on external catheter markings. Retained catheter tip failed to visualize on x-ray. No patient complaints. No leg pain, weakness, or numbness. Neurosurgical consultation noted no signs of nerve root symptoms, no shooting leg pain, weakness, numbness, etc. No surgical intervention indicated unless symptoms developed.